Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coils, pod packing coils (pod pc) and a lantern delivery microcatheter (lantern). It should be noted that the patient¿s anatomy was moderately tortuous and calcified. During the procedure, the physician successfully implanted three ruby coils and five pod pcs into the target vessel using the lantern. The physician then advanced another pod pc into the target vessel; however, the pod pc would not fit. After a few strokes of pulling the pod pc back, the pod pc unintentionally detached within the lantern. Therefore, the lantern containing the pod pc was removed. The procedure was completed using a pod coil and the same lantern. There was no report of an adverse effect to the patient.